Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 06/16/2011 and 07/06/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
Surgeon reported a pt seeing glare, halos, and streaks of light following bilateral intraocular lens (iol) implant surgeries. The surgeon also stated the pt is being treated for an (unspecified) ocular disease and a consult with a corneal specialist is planned. Add'l info has been requested. There are two medical device reports associated with these events. This report is for the right eye.